Event description:
The suction irrigator was set up and was initially used a few times during the procedure without an issue. After some time, the saline solution was noted to be dripping slowly from the handle where the control buttons are situated. Subsequently, smoke was noted to be coming from the same area. The product was immediately disconnected and removed from the sterile field. The product was not in use at the time and was being held in hand by the pa [physician assistant] who was scrubbed in. There was no harm to the patient. The procedure progressed without further issues. Nurse manager was notified.